Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g4; h2; h3; h4; h6 visual examination of the provided pictures identified the fractured screw and biomaterial. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. A summary of the investigation was requested by the customer and has been sent. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the screw fractured during the procedure. All fractured pieces were removed. Due to the malfunction, the tibial tunnel required widening and a larger device was used. Attempts have been made and additional information on the reported event is unavailable.